Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion was the proximal lad with moderate calcification, heavy tortuosity and 80% stenosis. During the procedure a dissection occurred distal to the 3.5 x 15 mm xience v stent. A 3.5 x 12 mm xience v stent was used to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. In this case, the dissection required treatment with an additional xience v stent. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.